Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6 -10.0/1.5/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault and lens tear/break during injection/delivery into the eye was reported. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem resolved. Cause of event was reportd as unknown, reporter stated lens or cartridge or injector may be defective. For cause details the reporter stated " after insertion of the lens into the eye, one of the four haptics was damaged". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm5_12.6 -10.00/1.5/095 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On 15-aug-2022 the lens was exchanged for a longer length lens due to lens tear/break during injection/delivery into the eye and the problem resolved. No injury to the patient was reported. Cause of event was unknown. Device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found the haptics broken. Medical device problem code: previous code not applicable, the device did not dislodge or dislocate (B)(4).